Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and non-boston scientific device presented to the hospital after their device was beeping. Interrogation revealed an increased out of range shock impedance with coinciding slight rise in the rv coil. Previous interrogations had revealed normal and stable lead measurements. Defibrillation threshold testing was performed revealing a normal shock impedance. An internal technical service consultant was contacted and recommended further troubleshooting techniques to determine whether there is also a lead issue and if needed, further delivery of a commanded shock. It was also thought there may be a lead fracture. No adverse patient effects were reported. A decision regarding further intervention will be made at a future date.

Manufacturer narrative:
According to available information, this lead remains in service. Should additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed the lead was severed at 385mm from the distal tip with the rate/sense coil extending out the severed insulation by 92mm and the proximal high voltage (hv) cable extending out by 10mm. The extracting stylet was returned stuck in the segment of lead returned. Tissue and some calcification noted on the proximal spring towards the distal end. Blood and body fluid is noted throughout the lumens. Analysis confirmed a fracture on the proximal hv cable at the proximal end of the proximal hv cable to coil crimp (pigtail). Analysis concluded that due to the location and type of damage this likely was caused by entrapment in the clavicle/ first-rib region. The suture sleeve location is less than 2 inches proximal of this area.

Event description:
Subsequently a revision procedure was performed. This lead was removed and returned for analysis.

Manufacturer narrative:
Upon reciept to the post market quality assurance laboratory, analysis will be performed and this event will be updated.